Event description:
On (B)(6) 2023, the atrial vega r52 lead (s/n: (B)(6) was implanted and one day later, it was discovered that the lead was dislodged. A lead revision occurred on (B)(6) 2023, but the screw mechanism did not work properly and the lead could not be repositioned. Then, a new lead was taken and implanted.

Event description:
On (B)(6) 2023 the atrial vega r52 lead (s/n (B)(6)) was implanted and one day later, it was discovered that the lead was dislodged. A lead revision occurred on (B)(6) 2023, but the screw mechanism did not work properly and the lead could not be repositioned. Then, a new lead was taken and implanted,